Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in the bile duct to treat advanced cancer during a choledochoduodenostomy procedure performed on an unknown date. During the procedure, the scope was angulated and there was difficulty advancing the delivery system to the correct location. After several attempts, the delivery system was in the correct location and an attempt to deploy the stent was performed; however, the stent was unable to deploy. The physician applied pressure in an attempt to deploy the stent; however, the stent first flange prematurely deployed outside of the duct. A portion of the stent was recaptured; however, the stent could not be readvanced into the duct. The stent was removed from the patient partially deployed and the procedure was completed using a covered metal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the axios stent was to be implanted during a choledochoduodenostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed in the bile duct. It was reported that the first flange was recaptured. Per the axios stent and electrocautery-enhanced delivery system directions for use, "the stent cannot be resheathed after the stent first flange has been deployed."